Manufacturer narrative:
Concomitant medical devices: 3023 mgu ipg, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients daughter that the patient is deceased. The reporter also stated that the leadless implantable pulse generator (ipg) "didn't function effectively because the patient was still symptomatic, it must not of been capturing properly". Additional information related to the cause of death was requested and not received.